Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that their device has "never worked effectively" and stated they had problems with it starting within the first 6 months following date of implant. Pt stated they have seen an hcp at the university of (B)(6) and has also seen a specialist along with a rep in (B)(6). Pt inquired if they have the device removed due to this if they would be able to have MRI scans. Reviewed system removal information regarding MRI guidelines. Pt reported due to their therapy not working pt had to have their lead re-done. Pt clarified they think this was on the right side and reported they were unable to remove the original lead so they had a new lead inserted over the original lead due to this. Pt stated their implanting hcp told pt that "this may be as good as it gets" regarding pt's therapy and pt stated they were dissatisfied with this response. Pt stated they met with a rep in (B)(6) at dr's office as a last effort to try to get the device working. Agent had a difficult time following pt throughout call and made best attempt to gather all relevant information. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va1ntr8, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-feb-2022, UDI#: (B)(4). Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that a year after getting the device, it was not working as intended and repeated information regarding the inability to remove all of the initial lead.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1ntr8 implanted: (B)(6) 2018: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.